Manufacturer narrative:
(B)(4). No sample available a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is an international report of a system error 2240 alarm that appeared on the homechoice (hc) unit during drain 6 of 6. The home patient (hp) was connected to the hc and she disconnected prior to the alarm and then reconnected. The technical service representative (tsr) explained that the supplies were no longer safe to use. The care giver (cg) stated that the hp would finish with manual supplies. The tsr advised the cg to call their renal nurse in the next 24 hours and let her know what happened. There was patient involvement, but no patient injury or medical intervention was reported.